Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to damaged battery contact pins. The battery connection assembly was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient during flight transport (patient age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.